Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon fluoroscopy imaging post procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) had dislodged and found in the pulmonary artery. The rvlp was retrieved, explanted and replaced. There were no patient consequences. Patient condition was stable.